Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no event date was reported. Device problem code 2907 captures the reportable event of detachment of device or device component. Investigation results: visual evaluation of the returned device revealed that the cautery pin was detached and remained inside the sealed pouch. Based on the information available and the analysis performed, the most probable root cause is manufacturing deficiency. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was opened for use during a procedure performed on an unknown date. According to the complainant, during preparation, when the device was visually checked, it was noted that the cautery pin prong was detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no event date was reported. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was opened for use during a procedure performed on an unknown date. According to the complainant, during preparation, when the device was visually checked, it was noted that the cautery pin prong was detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.